Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application crashed during an implant procedure. It was further reported that the threshold test was not responsive and acceptable during lead analysis. The application remains in use. No patient complications have been reported as a result of this event.